Event description:
It was reported by the customer that multiple pyxis anesthesia es systems unexpectedly stopped communicating due to a network outage, preventing users from accessing narcotics. The outage lasted 2 to 3 hours and delayed several procedures. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the network outage was caused by a local construction company that damaged network cables while doing work close to the facility. The stations were affected because of considerably slow network speed, which prevents the station from following the typical 15 second time out. It was recommended to the customer that users disconnect the network cable from the station to force offline authentication mode and prevent the application from becoming nonresponsive.

Event description:
It was reported by the customer that multiple bd pyxis anesthesia es systems unexpectedly stopped communicating due to a network outage, preventing users from accessing narcotics. The outage lasted 2 to 3 hours and delayed several procedures. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 29-sep-2021 to 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a partial network outage prevented the station from following its typical timeout setting of 15 seconds, caused the station to freeze on the login screen for an extended amount of time. The technical support specialist advised the customer that, at this time, the development team's recommendation is to disconnect the network cable from the station. This action will enable the station to enter offline authentication mode, thereby preventing the application from becoming unresponsive. Once the user has successfully logged in, the network cable may be reconnected. The system functioned as intended after the technical support specialist assessed the device.